Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a cracked/damaged casing issue. There was no allegation of an adverse event with this complaint. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a casing issue.

Manufacturer narrative:
Follow-up #1: date of submission 02/10/2016. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: investigation revealed a crack in the battery compartment. In addition, a crack was observed on the cartridge compartment with a portion missing. Unrelated to the original complaint, the display screen was dim and discolored. There was evidence of moisture in the battery compartment and a leak was observed in the battery compartment and the cartridge compartment. Additionally, the keypad was peeling from the ok button side. All buttons, including the bolus button, were noted to be unresponsive. Upon removal of the keypad cover, contamination was found under all contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.